Manufacturer narrative:
The results of this investigation concluded a tear was observed in cusp 1 and cusp 3, and thin fibrous pannus was observed on the inflow surface of cusps 2 and 3. The tear in the free edge of cusp 3 as described by (B)(6) registry of cardiovascular disease was not observed during initial analysis of the valve at sjm. No acute inflammation or significant calcifications were observed, and gram stains were negative for organisms. No evidence was found to suggest the cause of the cusp tears and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Not available as a lot number was not assigned to this valve as it was manufactured prior to this requirement.

Event description:
On (B)(6) 2012, a patient with multiple comorbidities was implanted with a 29mm biocor valve in the mitral position secondary to severe mitral regurgitation with bileaflet prolapse. Concomitantly, a 32mm annuloplasty ring was implanted to repair the tricuspid valve. In (B)(6) 2016, the patient reported increasing dyspnea, acute heart failure symptoms and was admitted to the hospital with acute pulmonary edema. A transesophageal echo revealed a flail posterior cusp on the biocor valve. Per report, the patient had septicemia in 2015 post-hysterectomy. On (B)(6) 2016, the valve was explanted secondary to mitral regurgitation suspected to be related to premature valve degeneration. Ex vivo, the posterior cusp was observed to be partially detached from the interior rim. A second 29mm biocor mitral valve was implanted. Concomitantly, an edwards magna ease valve was implanted in the aortic position. The patient was weaned from bypass with the support of an intra-aortic balloon pump and was reported to be in stable condition.